Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 was holding the station from booting. A field service engineer (fse) opened the drawer and replaced the retractor band, the drawer board, and the module controller board. The drawer was closed, and the station was booted into hardware test application to complete the process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 had a short in it that was causing the black screen of death. There were no adverse events or injuries reported based on this event.